Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the weld points of a 10 cm ht command 18 st guide wire had separated when removed from the packaging. There was no patient involvement. No additional information was provided.